Event description:
It was reported that the patient had stimulation in the wrong location. The patient was reported as having too much stimulation in his ¿buttocks area¿ and should have been receiving stimulation in the balls of his feet. It was noted that this had been occurring for the past six weeks. Additional information received reported that the patient¿s issue was occurring due to the ¿underlying pathology.¿ it was stated that an x-ray was taken which showed that there was lead migration, though the lead that migrated was said to still be effective, while the lead that had not migrated was said to be ineffective. The implantable neurostimulator (ins) was reported as having been reprogrammed, but the patient still had incomplete coverage. It was noted that the patient did not require hospitalization and suffered no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).